Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that 10 days ago the pump started alarming. The patient went to their doctor 2-3 times during that timeframe yet the doctor told them the pump still had 13 mgs drug left in it. The doctor denied the pump was empty but the patient knew the pump was empty because of the critical alarm. On (B)(6) 2019, the pump was confirmed to be empty by the neurosurgeon and the pump was replaced because of the critical alarm and the pump was nearing normal battery replacement time. The patient reported the pump was currently empty and they were given a small amount of pills to get by until the pump was refilled on (B)(6) 2019. The patient noted it was rough because they were detoxing and still had muscle spasms. It was noted the patient currently did not have a managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 10 mg/day) via an implantable infusion pump. It was reported that the patient's pump had been alarming for about a month. It was determined that the pump was alarming due to a motor stall. The pump was replaced on (B)(6) 2019 due to the alarm and a pending elective replacement indicator (eri) date of (B)(6) 2020. During the surgery there was no remaining drug in the pump despite interrogation indicating that 12.9ml should have been present. There were no environmental, external or patient factors which may have led or contributed to the issue. The new pump was filled with saline and the patient was going to be sent to their managing hcp for follow up. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.